Manufacturer narrative:
A field service technician replaced the seat in the field. The unit is working properly. The old seat was disposed of by the technician.

Event description:
Alleges all of the stuffing came out of her cushion causing sores on her back side.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device become available or further information be received, a follow-up report will then be issued.

Event description:
Alleges all of the stuffing came out of her cushion causing sores on her back side.